Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 370 mg/dl. Treated with insulin pump. Customer is vomiting. The blood glucose reading at the time of the event was 300 mg/dl. Customer was thirsty, stomach ache and ketones. Diagnosed diabetes ketoacidosis. Hospital treated with fluids and manual injection. Nothing further reported.